Manufacturer narrative:
Philips service replaced the host pc and sib box and restored the device to functional condition. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that power-up failure; host pc and sib box replaced on a allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.